Event description:
A customer reported a past high blood glucose event with an unknown highest level, indicated as "high" on the device. The customer administered a correction bolus via the pump, and tandem technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels. The customer understood and acknowledged the advice.